Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not functional. Customer also reported the transmitter did not flash when connected to the sensor. Customer also reported the sensor did not provide any readings. The customer also reported the insulin pump went into threshold suspend three times in april. The customer also reported their blood glucose declining to 50 mg/dl in the past. The customer was treated with glucose tablets. Customer also reported being a brittle diabetic. Customer did not exhibit any symptoms of low blood glucose at the time of the call. The insulin pump will not be returned for analysis.